Manufacturer narrative:
Device is not being returned for evaluation. (B)(4).

Event description:
As in this acl reconstruction, the graft size is 8mm, dr. Uses a 9 x 30mm screw ((B)(4)) to screw the graft in the tibial tunnel. In the midst of screwing, the screw broke; 10 mm of the screw (tip) remained in the tibial tunnel which is holding onto the graft in the tunnel. The remaining 20mm broken into pieces. Then after measuring the remainder of the tunnel length, he put on the 9 x 25mm screw, which broke also upon insertion into the tunnel. Finally he decided to put in 7 x 20mm, which also has difficulty in insertion (this is of course with the use of guide wire of the screw). After a few try, he decided to use the cortical post for tibial fixation instead.